Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd luer-lok¿ syringe was found with volumetric inaccuracy as ¿during our manufacturing process we have found missing printing on syringe.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: two 1ml luer lok syringes with no packaging were received by bd for investigation along with three photos. Based on visual examination of the two returned samples, scale marking was completely missing on one syringe; however, the second syringe, scale marking was partially missing. Missing scale marking is a rejectable condition as per product specification. Product defect confirmed based on sample evaluation performed. Batch production history review for batch#: 7215975 (p/n: 309648): manufacturing dates: 8/10/2017 ¿ 8/11/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Skewed scale was found during manufacture of this batch. Adjustments were made before production resumed. Batch: 7215975 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Root cause of the problem is likely insufficient ink transfer from pad to part after printer restart. Print defects were found during manufacture of batch: 7215975. Process adjustment were made before production resumed. It is possible a limited number of barrels with insufficient print were inadvertently not discarded after printer restart and became mixed with the good product. Defective rate identified is 3 out of batch quantity of (B)(4). No corrective actions are recommended at this time based on the defective rate identified. Controls are in place that include periodic in process inspections to ensure containment of defect and quality of the final product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.